Manufacturer narrative:
(B)(4). Medical devices: 110010244, g7 osseoti 3 hole shell 52mm e 2mm e, 3906238; 110024463, g7 dual mobility liner 42mm e, 592880; 0106010003, avenirâ® mã¼ller stem, 2863214. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2018 - 01744; 0001825034 - 2018 - 01746; 0009613350-2018-00349; 0009613350-2018-00350 : remains implanted.

Event description:
It was reported that the patient underwent left total hip arthroplasty and subsequently is experiencing pain and leg length discrepancy. The left leg is two centimeters longer than the right leg. Attempts have been made and additional information on the reported event is unavailable.

Manufacturer narrative:
This follow up report is being submitted to report additional information reported event was unable to be confirmed. X-ray review stated that the components overall fit and alignment is appropriate. Normal bone quality. No x-ray evidence of implant component malfunction. No signs of loosening or radiolucency. Medical records received have follow-up notes from a different surgeon confirming leg length discrepancy. However, the notes from the initial surgeon do not confirm the event. Leg length was noted to be satisfactory by primary surgeon. Device history record (DHR) was reviewed and no discrepancies were found. Review of complaint history determined that no further action is required. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.